Manufacturer narrative:
H6 - adverse event problem: health effect - clinical code: added code 4448 pericarditis. H6 - adverse event problem: health effect - impact code: added code 4641 unexpected medical intervention. An event of st elevated myocardial infarction after two days of amulet device implant was reported. Also reported that the circumflex artery was patent on angiogram; the event was diagnosed as pericarditis, and the medication was administered. Information from field indicated that the device was still successfully implanted and working as intended. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was successfully implanted without any issues. On (B)(6) 2024, the patient presented to the hospital with an st elevated myocardial infarction (stemi). The patient had a history of a previous stent to the proximal circumflex artery. On angiogram, the circumflex artery was patent. The event was diagnosed as pericarditis, and the medication colchicine was administered. The physician did not believe that the implant procedure or the amulet occluder caused the stemi. The device was still successfully implanted and working as intended. The patient was stable and discharged on (B)(6) 2024. No additional information was provided.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was implanted. On (B)(6) 2024, the patient presented to the hospital with an st elevated myocardial infarction (stemi). The patient had a history of a previous stent to the proximal circumflex artery. On angiogram, the circumflex artery was patent. It did not appear that the amulet occluder caused the stemi.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.